Event description:
It is reported that the surgeon claims that the screws left metal shavings on bone/surgical site.

Manufacturer narrative:
Evaluation summary: it is reported that the screws left metal shavings on bone/surgical site. The returned screws show deformation damage to the threads. It is possible that the screw was inserted at an angle and it interfered with the edge of the screw hole of the mating instrument of the guide hole had a burr. The mating component is not available for review. The cause could not be definitively determined due to insufficient information. Evaluation: as returned, the pins exhibit damage on the proximal threads near the chuck engagement surface. Parts have a potential field age of approximately 1 month. Manufacturing documentation is in order and is conforming.